Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9 (device available for eval?), e1 (initial reporter, event site address, event site city, event site telephone), e3, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component codes), h11. Corrected fields: h6 (medical device ¿ problem code. Due to character limitation in block e1: (B)(6). Event site telephone: (B)(6). A getinge field service engineer (fse) after testing, determined that the inflation valve group was faulty. After replacing the helium reservoir assembly (d997-00-0565), the various functions and safety test parameters were tested to meet the factory requirements. The fault has been repaired and can be used for clinical use. The device has been delivered to the customer for use.

Manufacturer narrative:
Due to character limitation in e1 for event site name, full event site name is (B)(6) . A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that when the hospital staff tested cardiosave intra-aortic balloon pump (iabp) after connecting the balloon, there was an error message "automatic inflation failed" displayed on the device. The device could not operate. There was no patient involvement.